Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error and pump error limits were in specification, however the power management graph indicated connector resistance issue. Unexpected replace battery alerts, replace battery now alarms and power loss alarms were present in the pump history file due to connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and corroded battery tube.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was unknown at time of incident. It was also reported that the insulin pump alarmed button error. Insulin pump was returned for analysis.